Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported overheated batteries. During testing at the user facility, the customer contact reported, "there is a short in the pump causing an over current from the battery. This condition causing heat. The system does not power up as there is a short causing no power to the system ergo no error code." There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. Though requested no additional information was provided.